Event description:
As reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction post index procedure based on the received cec adjudication minutes. As per the crf, the patient had a previous pci (revascularization) history of xience stent implantation in ramus/ proximal and intermediate segments approximately nine months before the index procedure. The distal portion of ramus was described as 10mm in length with 95% stenosis. At the time of the index procedure, angiography revealed 95% instent stenosis in the ramus intermedius. The indication for the procedure was unstable angina pectoris and 95% instent restenosis. The lesion was described as 12mm in length, class b1, severely calcified, and 95% instent restenosis. The lesion was treated with a 3 x 33mm cypher rx at 14atm. As a standard procedure, the stent was post-dilated with two 3.5 x 15mm balloons at 18atm. Consequently, a second 3.5 x 8mm cypher rx was implanted overlapping proximally to the initial stent at 12atm in order to fully cover the lesion. As a standard procedure, the stent was post-dilated with two 4 x 15mm balloons at 20atm. There was no restenosis of cypher stents as xience stent was initially implanted in the region. It was reported that the troponin I was 0.41 (0.06 unl) 16-24 hours post index procedure that was later diagnosed as a periprocedural pci (mi) based on the received adjudication minutes. As per the adjudication report, the ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications. There were no procedural or angiographic complication and the patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: as reported from the (B)(4) study, a patient experienced periprocedural myocardial infarction based on the received cec adjudication minutes. This is a (B)(6) male with medical history including angina, most recent pci (revascularization) (B)(6) 2009, family history of coronary artery disease, hyperlipidemia, hypertension, history of smoking, and acid indigestion. As per the crf, the patient had a previous pci (revascularization) history of xience stent implantation in ramus/ proximal and intermediate segments approximately nine months before the index procedure. The distal portion of ramus was described as 10 mm in length with 95% stenosis. At the time of the index procedure, angiography revealed 95% instent stenosis in the ramus intermedius. The indication for the procedure was unstable angina pectoris and 95% instent restenosis. The lesion was described as 12 mm in length, class b1, severely calcified, and 95% instent restenosis. The lesion was treated with a 3 x 33 mm cypher rx at 14 atm. As a standard procedure, the stent was post-dilated with two 3.5 x 15 mm balloons at 18 atm. Consequently, a second 3.5 x 8 mm cypher rx was implanted overlapping proximally to the initial stent at 12 atm in order to fully cover the lesion. As a standard procedure, the stent was post-dilated with two 4 x 15 mm balloons at 20 atm. There was no restenosis of cypher stents as xience stent was initially implanted in the region. It was reported that the troponin I was 0.41 (0.06 unl) 16-24 hours post index procedure that was later diagnosed as a periprocedural pci (mi) based on the received adjudication minutes. As per the adjudication report, the ECG core lab reported no new major st-t abnormalities and no q waves. The site reported no post-procedure complications. There were no procedural or angiographic complication and the patient was discharged the following day. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15097312 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00245 and 3003742446-2012-00246.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, amlodipine, bivalirudin, plavix, metoprolol, pravastatin, and ranitidine. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00245 and 3003742446-2012-00246.